Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side rupture with a capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side rupture with a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Stress marks observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, d9, h3, h6.